Event description:
It was reported that, three days after implant, the patient's right ventricular (rv) lead had high thresholds and was undersensing r-waves. The patient was also experiencing diaphragmatic stimulation and a perforation. The patient's rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).